Manufacturer narrative:
(B)(4). The company has not received any complaint, from the customers, related to the cs300 reported on this event, and the iabp has been maintaining by the company service engineers, per the factory recommendation, without any technical issue. Preventive maintenance has been performed once every 3 months for this unit and the condition of the unit is good. The company was asked to provide some product information while the hospital was doing an investigated on this event, and that was the reason that the manufacture became aware of the patient death, no iabp malfunction was reported. The hospital¿s investigation concluded that the patient¿s death was confirmed due to natural causes, acute myocardial infraction. The current staff is trained and doesn't need additional training on to handle the iabp during transport. Maquet will keep providing training to the new staff upon customer request.

Event description:
It was reported that a patient was transported from one facility to another for an intervention procedure before surgery. The patient had acute myocardial infraction and an emergency open heart surgery was required. The patient was connected to an iabp cs300 to assist him during the transportation. When the patient arrived to the second facility, a physician found that the ventilation circuit was not correctly connected and the iabp was in standby mode. The costumer staff was able to re-connect the ventilation circuit and resume the iab therapy at the end. The emergency was completed on the second facility, but the patient was getting unstable later on, while waiting for surgery, and died. The patient death occurred around 15 hours later. The patient death has been confirmed due to natural causes not to the iabp.